Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the a1059 mayfield modified skull clamp took too much force to close and as a result, the frame closes too much at once and not gradually. The incident occurred on (B)(6) 2020. There was no known patient injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
The complaint device was returned for evaluation. The unit was received with the lock having rotational and lateral movement; the lock was hard to lock and a residue buildup was present. The unit needed new components added to replace worn internal parts. No device history record (DHR) review was possible as the lot number provided 021328 does not appear to be a valid integra number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed from the evaluation. The returned unit did not meet all specific functional test. The complaint was likely caused by wear and tear / improper handling.the definite root cause could not be reliably determined.

Event description:
N/a.